Event description:
It was reported that an arteriotomy closure of a highly calcified common femoral artery was attempted using a starclose se device after an external iliac artery stenting procedure. Reportedly, the physician could not complete thumb advancement/sheath splitting. The device was removed from the patient by pulling strongly on it with the wings opened, instead of using the safety release mechanism. Manual arterial compression was applied for 15 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device could not be located. The return of the device may have assisted in the investigation of the reported event. Difficulty in advancing the thumb advancer during thumb advancement/exchange sheath splitting, can be influenced by, but is not limited to; manufacturing, patient anatomical conditions and user technique. During manufacturing the devices undergo various thumb advancer assembly verifications to ensure the thumb advancer is free to move. In addition, a sample of devices from each lot must be successfully functionally deployed and destructively tested as part of lot release testing. A femoral angiogram revealed a highly calcified vessel. The starclose se instructions for use (IFU) instructs the user to not deploy the clip in areas of calcified plaque. Resistance while advancing the thumb advancer can be caused by inadequate nick and spread or by sheath carving. Carving could happen if the user did not keep the flex guide straight and at a 45 degree angle while depressing the plunger or while advancing the thumb advancer. However, there was no reported information to indicate if this could have occurred. Also, it was reported that the physician did not attempt to use the safety release mechanism to remove the device from the patient. The IFU states: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the vessel locator wings. Instructions regarding the use of the safety release mechanism are outlined in the IFU. Based on the reported information and manufacturing inspection criteria a definitive cause for difficulty in advancing the thumb advancer during thumb advancement/exchange sheath splitting and associated patient effects could not be determined, however, the patient highly calcified common femoral artery may have been a contributing factor. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and it does not appear to be any indication of a lot product quality deficiency.